Event description:
It was reported that the user temporarily disconnected the ilet pump for exercise and later reconnected with a blood glucose of approximately 300 mg/dl; the user had no symptoms and reported that the system¿s correction algorithm began bringing glucose back toward range, with glucose subsequently at 212 mg/dl and trending downward. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and resolution with device-guided correction. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction and no component issue, with hyperglycemia attributed to pump disconnection during exercise and subsequent algorithm-driven recovery after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was use-related and cause unclear for hyperglycemia beyond the known impact of disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.